Manufacturer narrative:
Corrected information: g1. Additional information: g3, h2, h6, h10/11. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
One intraocular lens (iol) was returned for evaluation. Visual inspection found the iol appeared to be cut or torn in half and half of the device was not returned. The haptic attached to the optic was bent. The cause of the damage could not be determined and functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The investigation is ongoing.

Event description:
It was reported that during implant of an intraocular lens (iol) into the patient¿s eye, the lens punctured the patient¿s capsular bag. The iol was removed intraoperatively and replaced with a three-piece lens. No further complications were experienced and no further patient injury occurred. Medical intervention was unnecessary and the patient is doing well.